Event description:
Note: the date of the event is unknown. It was reported to boston scientific corporation in 2007, that the cutting wire broke during use of a jagtome sphincterotome device (patient gender and age are unknown). The physician successfully complete the procedure with another jagtome sphincterotome device. The patient's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we have not been able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for additional complaints associated with this lot; one additional complaint, reported by the same customer, has been created for a kinked wire. The may 2007 15-month jagtome product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.